Event description:
Medtronic received a report that the pipeline encountered resistance in the phenom catheter. The patient was undergoing dense mesh stent implantation for treatment of an amorphous, unruptured aneurysm in the right posterior communicating artery segment with a max diameter of 11 mm and a 8 mm neck diameter. Landing zone: 3.4 mm and proximal: 4.2 mm. The accessed vessel was the femoral artery with a diameter of 10 mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed a right posterior communicating artery segment aneurysm. It was reported that when using a dense mesh stent to treat aneurysm in the posterior communicating artery segment of the right internal carotid artery, after the microcatheter phenom was in place, when delivering ped-425-25, the dense mesh stent got stuck in the phenom when it reached the c4 anterior curve segment and could not be pushed. So, the intermediate catheter navien was pushed up to the c4 level, the system was de-tensioned, torsion control was added at the proximal end of the push rod, and an introduction sheath was added at the y valve to increase the pushing force, but the stent could not be delivered further. So, the system was removed from the body, and it was found that the dense mesh stent was stuck in the microcatheter and could not be pushed or pulled back. After increasing the tension and pulling back in vitro, the stent system suddenly popped out of the microcatheter. This indicated that the stent was indeed stuck in the microcatheter. So, another phenom microcatheter was used again, and after it was in place, another ped-400-25 was delivered. Although the resistance was large, the stent was successfully delivered and deployed, and the operation was ended. It was reported the stentwas stuck (locked up) in the distal section of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck in the distal section during delivery. The physician did release the load (slack) in the system in an attempt to resolve the issue. It did not resolve the issue. There was catheter damage in the distal section. The catheter was damaged in anaccordion. There was pushwire damage observed in the proximal section. The pushwire was kinked/breaking. It was reported there was catheter resistance in the distal section. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 8f guilding guide catheter, phenom 27 microcatheter, synchro 14 guidewire. (B)(6) 2024 e1 (for, rep, hcp): additional information received reported that the cause of the resistance and damage was not determined, though it was suspected that the vascular tortuosity caused the phenom to twist and bend leading to the device becoming stuck. It was also suspected that the distal resistance was large and the proximal end could not withstand the pushing force, resulting in damage.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex was returned outside the phenom 27 catheter. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pipeline flex pushwire was found to be detached from proximal weld and the remaining proximal segment was not returned for analysis. Therefore, any contributing factors could not be assessed. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~34.5cm from distal end. In addition, the catheter body was found to be flattened from ~9.5cm to ~3.0cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex and phenom 27 catheter were found to be damaged. From the damages seen on the braid (frying); pushwire(detached); tip coil (stretching); hypotube (stretching) and; catheter body (flattening/kinking); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.